Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was obstructed due to a competitor guidewire fragment stuck in the lumen. Visual analysis of the lead indicated damage at implant. The analyst noted the guidewire insertion test could not be performed due to a fragment of competitor guidewire stuck in the lumen of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead retained the guidewire during the implant procedure. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.